Event description:
During macular hole repair, a silver of metal in the inferior temporal quadrant underneath the conjunctivitis was left from the 25 plus 6a total plus vitrectomy pak. Found in eye post qd day #1. Alcon - unk lot. Macular hole repair successful - no complications noted. Patient discharged from same day surgery. On post op visit day #1 following surgery - patient reported feeling sensation in eye. On exam - microscopic "shared smaller than pencil point dot" found and successfully removed without complications. Alcon rep (B)(6) notified same day. Unable to secure specific lot number used but all 4 lots given to vendor for review. Alcon unk lot # 2087 972h or 2032 2060h, or 2079666h, or 204 5252h.